Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) is not in the optimal position and there was evidence of changes in amplitude. Boston scientific technical services (ts) reviewed the device data as well as x-ray images. Ts recommended changing the sensing vector to secondary and programming smart pass on. No adverse patient effects were reported. The device remains in service.